Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. It is unknown if the IFU deviation contributed to the reported difficulties. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy. The additional devices referenced in b5 are filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy of a right axillary artery using a proglide device after an interventional procedure with an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide was inserted, but a suture break occurred during plunger removal. A third proglide was inserted, but a suture break occurred during knot advancement. A fourth proglide device was then used to achieve hemostasis. However, after the procedure, a hematoma less than 6cm was observed and conservative treatment was performed. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.